Event description:
The plaintiff, alleges that while working as a pt care tech, the plaintiff was exposed to antigenic natural latex proteins in latex gloves. The plaintiff alleges that in march 1997, following a rast test, the plaintiff was diagnosed as being allergic to latex. The plaintiff further alleges that the plaintiff is now subjected to increased health risks, and is subject to an increased risk of anaphylactic reactions to latex products. Furthermore the plaintiff alleges that the plaintiff has suffered substantial injury, physical and mental pain and suffering and anguish, as well as economic loss, lost wages, past and future medical expenses. Finally, the plaintiff's family member alleges that they have suffered the loss of support, services, companionship of their spouse, and loss of consortium.